Event description:
It was reported that there was an unspecified issue with the piston on the pump that affected insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.